Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. The share log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).